Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis toric intraocular lens (iol) was explanted in a secondary procedure due to dysphotopsia and refractive prediction error. The patient's original iol refraction was not as they desired. The lens was exchanged for another with the same model jnj lens. There was no incision enlargement, unplanned vitrectomy. Directions for use were followed. The patient was fully recovered. No further information is available.